Event description:
It was reported that pump experienced malfunction code 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code occurred again.